Event description:
Reporter calling to report a problem after the very first time she attempted to use her freestyle libre 2 system. Reporter states she was "excited" to begin using the freestyle libre 2 system to monitor her blood glucose, and after taking a shower and thoroughly drying, she applied a brand new sensor on (B)(6) 2024. Reporter states her cousin, a nurse, helped her apply the sensor on this date according to instructions. Reporter states on (B)(6) 2024, less than 24 hours after wearing it, the sensor malfunctioned. Reporter states she received an error message indicating there was a sensor reading problem "check again in ten minutes". Reporter states she waited ten minutes but was again receiving error messages including "sensor error, glucose reading unavailable" and an additional error message stating the sensor should be removed and to start a new one. Reporter states she is frustrated because this sensor was expensive and she did not expect it to fail less than 24 hours after applying it. Reporter states she is going back to her pharmacy to explain this problem to them and see if they can facilitate her getting a replacement.